Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with a loading dose of reflin, injection (1gram intraperitoneally frequencies were not reported) and fortum, (1gram intraperitoneally frequencies were not reported). The outcome of the peritonitis was unknown. No information was provided regarding whether dianeal and extraneal therapies were ongoing. No additional information is available.